Event description:
It was reported that upon inspection of the heads the packaging appeared to be compromised. White tissue particles, scratches on the flat surface of the head. Seemed to be shaken in shipping hard.

Manufacturer narrative:
Information provided indicated that reported device was implanted, however packaging is being returned. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was confirmed. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation determined it is possible the observed white particles were foam fragments that tore off the packaging foam. The device might have been mishandled during shipping leading to movement and subsequent deterioration of the packaging materials. No further investigation for this event is possible as the device was not returned. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that upon inspection of the heads the packaging appeared to be compromised. White tissue particles, scratches on the flat surface of the head. Seemed to be shaken in shipping hard.